Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high and low blood glucose and hospitalized. Customer's blood glucose at time of hospitalization was unknown. The customer declined the helpline assistance and reported the incident for documentation.